Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the tubing was observed separated from the second y-site clearlink in the upstream part. Lack of solvent was observed at the tubing. The solvent was not applied uniformly. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was broken/separated at the port. This was identified when removed the set from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.